Event description:
The customer reported, the system failed to save pt images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was identified. However, repairs were unnecessary. Per the ge service rep, the likely cause was an inappropriate customer shut down or a facility power issue. The system was found to be operating as intended.